Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during the surgery, the tip lock was slid easily due to the vibration of the hand piece during use, subsequently the tip came off from the hand piece. There was no harm and delay was less than 15 minutes. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, g4, g7, h1, h2, h3, h6, h8, h10. -visual inspection identified traces of fluid in the suction and lavage tubing, indicating the device had been used, however there was no damage noted on the handpiece. Functional testing found the device operated normally and the tip lock easily slid. -device is used for treatment. -the root cause of the reported issue is attributed to the tip lock thickness dimension being manufactured at the low end of the specification such that the interference condition with the slot width (post mold change) may not be sufficient with normal process variation -an action was previously initiated to address this issue -the event of the tip lock sliding easily is confirmed.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d10, g4, g7, h2, h10.

Event description:
The device did not detach in patient, they received the complaint product without the outer box, seal, unable to identify the lot of this complaint.